Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations did not reproduce false positives with retain testing. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports false positive results when testing two individuals with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 1. See (B)(4) for alternate false positive result. Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 21681m, reader sn: (B)(4). A repeat cue covid-19 test performed on the same day provided a negative result. Individual tested negative with a sars-cov-2 rt pcr test on (B)(6) 2022. The individual had no symptoms or known exposure. Cartridges were stored according to the instructions for use.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. Further investigation could not be performed due to the lot's expiration date.

Event description:
Individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 22493d, reader sn (B)(6)). Individual tested negative with a sars-cov-2 rt pcr test on (B)(6) 2022.